Manufacturer narrative:
Zoll has not received the thermogard console in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6) displayed a tcmid:05 (coolant diff failure) error message upon powering up. The customer powered off the console and then powered it back up to see if that would clear the error, but it did not. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.